Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, stored episodes of ventricular tachycardia were observed. It was noted that when atp therapy was delivered, it accelerated the arrhythmia into vf and hv therapy was delivered to convert the rhythm. Programming changes were made. It was also noted that the patient was hospitalized at the time of the event undergoing pharmacological therapy.